Event description:
During maintenance of the device, the recommended test of the backup batteries was performed. The user observed that the backup batteries did not hold enough charge to operate the device as expected. The device was replaced. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.